Manufacturer narrative:
The reported issue that four lvp display boards needed to be replaced due to missing/dim segments was confirmed. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. The returned display boards were tested to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified all returned 4 lvp display board assemblies had dim segments. The exact root cause of the customer¿s report that four lvp display boards needed to be replaced due to missing/dim segments was not identified; however prior failure investigation identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Review of the s/n (B)(6) service history record showed the device had a manufacture date of 02jan2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 18nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the s/n 15107003 service history record showed the device had a manufacture date of 05jan2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 18 nov 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the s/n 15108695 service history record showed the device had a manufacture date of 06jan2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 18 nov 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the s/n (B)(6) service history record showed the device had a manufacture date of 03 jan 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 18nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only the dim segments were returned.

Event description:
It was reported that four lvp display boards needed to be replaced due to missing/ dim segments. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that four lvp display boards needed to be replaced due to missing/ dim segments.